Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they think someone has hacked into their phone (handset) and made changes to their settings, they noticed changes to how stimulation feels and changes in their symptoms and suspected it was their boyfriend because they are having problems with them. They just need some kind of help to find out why their symptoms are changing, and why they feel things differently than they had felt before, they can feel it go into different programs and different strengths, or their boyfriend makes it so they can't pee and sometimes turns it on and the patient can't pee or can't poop. This started bad, maybe 3 days ago it was bad last night. When they notice the changes happening, they are not connected through the app and the communicator is not against their body. This does not happen when they are away from the house, it never happens when they are at their daughters, they are fine when they are not in the house. The manufacturer does not have the ability to remote in and check to see when changes have occurred to their settings. Redirected to their doctor, reviewed the doctor can use their equipment to check the implant. Their handset shows: protect your phone keep your phone safe with security. They asked how to protect themselves from their boyfriend making changes to their settings (by hacking in). Offered and assisted patient to disconnect their handset from wifi and reviewed to power down the communicator and handset. Asked if there is any electromagnetic interference in their environment. The patient said that they know their boyfriend has cameras in the room and there is a camera in the shower, there is one over the bed, they have all these cameras in light and every outlet in the house and they are a sick person. They are doing other stuff. Reviewed some emi information and reviewed the option to disable some electronic devices or move away from possible emi sources to see if that resolves the issue. They said the police are coming, they do not have a car and they have called the shelters to get out because of all the stuff their boyfriend is doing. They said this happened last time it was on new years last year, they started doing this and "tried to make me think I was crazy". They did have to go to a psychiatric hospital because of the stuff they were doing and making the patient feel they were crazy. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B2: retention b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.